Event description:
Related manufacturer report number: 2017865-2022-50897. It was reported that a patient presented with both atrial and right ventricular (rv) leads dislodged. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.